Manufacturer narrative:
The pipetting mechanism of the instrument was checked and no problem was found. The customer monitored the situation for the following 30-40 days after they had a problem. The customer would rerun all high glucose results and some other test (specific tests not provided) to confirm accuracy. The customer has had no further issues.

Manufacturer narrative:
There were no alarms that occurred on the day of event. Further investigation of the reaction kinetics showed that the initial gluc2 result had an abnormal reaction curve which was probably caused by a pipetting error of either the reagent and/or sample.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a high result for 1 patient sample tested for glucose hk gen 2 (gluc2) on a cobas integra 400 plus. The initial gluc2 result was 15.74 mmol/l with a repeat result of 5.92 mmol/l. It was unknown if the erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The gluc2 reagent lot was 25083301 with an expiration date of 30-nov-2018. Calibration and qc results were acceptable. The investigation is currently ongoing.